Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d9, g.1, h3, h6 device evaluation: visual analysis of the returned device identified; flat creases, weight within specification. After autoclave cycle was identified: cloudy gel, bubbles in gel. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.